Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 368 mg/dl. The customer stated that the insulin pump was stuck in the rewind process. She also requested assistance with programming the insulin pump's alarm to vibrate before the call had been disconnected. The customer was transferred for assistance with the no delivery alarm. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 2032227-2014-70105.please see medwatch report # 2032227-2014-70109.